Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio/beep anomalies were noted. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display, unexpected restart and audio beep anomaly from the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that he got home from work and the pump completely shut off and had a high pitch noise. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer was advised to monitor the pump.